Manufacturer narrative:
Additional information: h4, h6 and h11. H4: the device was manufactured between 10nov2023 and 14nov2023. H11: the actual device was not available; however, three photographs of the sample was provided for evaluation. Visual inspection of the provided photographic samples show picture one is white drug precipitate inside a bag that contains the device which suggests leak. Picture two shows the fill port cap was removed from the device's fill port. The fill port cap is designed to have a small hole on top of the cap; the small hole is not a "puncture" nor a defect on the fill port cap. Lastly picture three shows the blue winged luer cap was crooked on one side which indicates the cap was not properly closed. When the cap is improperly closed, medication fluid will leak out at the distal end of the flow restrictor where the cap is attached. The reported condition was verified. Based on evidence observed from attached sample pictures, the cause of leak was determined to be use-related in which the blue winged luer cap was not properly closed after the device was filled with medication fluid. The product label (IFU) indicates the blue winged luer cap should be securely attached to the device after fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the cap. The cap was punctured, and liquid was flowing through the cap. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.